Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) was having difficulty interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD). Scanning for the device finally found the s-ICD. The issue resolved and the software upgrade was completed. The device is functioning normally.